Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced no audio output. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. A review of the downloaded receiver log did not find any errors related to the customer complain. Functional testing and a manual drop test was performed and the tests failed, confirmed the reported event of no audio output. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to moisture damage, a root cause to the confirmed complaint could not be determined.